Manufacturer narrative:
This is one of three device reports related to this event. Additional information has been requested and will be submitted upon receipt accordingly.

Event description:
The plaintiff's attorney alleged that the patient experienced cardiac arrest and subsequently expired, which is alleged to have been caused by the exposure to the product.

Manufacturer narrative:
This is one of three device reports related to this event. Additional information has been requested from the initial reporter and will be submitted upon receipt accordingly.

Event description:
The plaintiff's attorney alleged that the patient experienced cardiac arrest and subsequently expired, which is alleged to have been caused by the exposure to the product.